Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered significant mental and physical pain and suffering, has sustained permanent injury. No additional information was provided.